Manufacturer narrative:
A trial femoral head 32 s/+0 (art. No. 75100850, unknown lot) was reported due to broken tabs after a thr procedure. No injuries or surgical delays were reported. The complaint part, used treatment, was not returned for investigation, however on the provided picture it is seen that one flap was broken and the reported failure mode could be confirmed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard pms review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues.

Manufacturer narrative:
A trial femoral head 32 s/+0 (art. No. 75100850, unknown lot) was reported due to broken tabs after a thr procedure. No injuries or surgical delays were reported. The complaint part, used treatment, was not returned for investigation, however on the provided picture it is seen that one flap was broken and the reported failure mode could be confirmed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard pms review processes. The reported faillure mode of a flap breakage can be confirmed, the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues.

Event description:
It was reported that after a thr procedure, the plastic tabs of the trial femoral head 32 s/+0 had broken off. No injuries or surgical delays were reported.

Manufacturer narrative:
H3, h6: a trial femoral head 32 s/+0 (art. No. 75100850, lot no. A56088) was reported due to broken tabs after a thr procedure. No injuries or surgical delays were reported. The complaint part, used treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection, one of the flap was broken and is missing. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. The complaint history review was performed, one further complaint of the same lot was found however the root cause of this previous complaint could not be determined since the complaint device was not returned. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard pms review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues. (B)(4).